Event description:
Dr was notified that a partially non-matching polyethylene was implanted. Dr called the patient immediately. Dr stated it it the correct size/fit for the tibia but is different by 1 or 2 mm on the femoral side. Patient will be re-operated on and a new polyethylene insert placed. The femoral, tibial and patellar implants will not be involved or revised.